Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a competitor's left ventricular (lv) lead exhibited a high, out of range pacing lead impedance measurement of 2,000 ohms. The clinician wanted to know the alert limit of the device and if the device will beep for out of range measurements. Boston scientific technical services (ts) explained that the device had a 2,000 ohms pace impedance limit and discussed that the device can be programmed to beep on out of range measurements. However, the nominal for this device was off, so it won't beep. Moreover, it was indicated that the lv lead was programmed lv tip to rv; hence, ts suggested to program only lv tip to device as the lead is unipolar. Furthermore, ts discussed possible causes and suggested checking in the patient and consider a chest x-ray be performed. Additional information was unable to be obtained. At this time, the system remains in service. No adverse patient effects were reported.